Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3636 serial/batch (B)(6) was received for investigation. A visual evaluation of the suture noted that it was not properly passed through the anchor sutures. According to the device's surgical technique, the blue suture needs to be passed through the back and the white suture to close the anchor. No damage was observed on the handle or shaft. No functional testing was applied to this device. The most likely cause(s) of the reported failure is user error following the device's correct surgical technique. Direction for use. Dfu-0054 at revision 5. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that two ar-3636 knotless 1.8 fibertak anchors pulled out. Nothing broke inside the patient. The case was completed by drilling additional bone socket and using more ar-3636 knotless 1.8 fibertak. The case was not delayed. This was discovered during a bankart repair procedure on (B)(6) 2024.